Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in hospitalized due to hyperglycemia on (B)(6) 2021 to (B)(6) 2021. The customer blood glucose level was 464 mg/dl at the time of hospitalization. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was treated with insulin drip and syringe. Customer did alleges pump was under delivering because blood glucose remained high after bolusing. Customer stated during the troubleshoot they performed displacement test and it was passed. The insulin pump will not be returned for analysis.